Manufacturer narrative:
Investigation results: an ultraflex¿ tracheobronchial stent was returned for analysis. The stent was returned partially deployed. Visual evaluation found the shaft kinked near the distal end and immediately proximal to the distal tip. Functional evaluation found the device shaft bowed during a failed deployment attempt. However, the stent was successfully deployed by pulling directly on the deployment suture. No other issues were identified during the product analysis. The damages noted with the device are consistent with the application of excessive force during deployment. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on may 18, 2016 that an ultraflex tracheobronchial stent was to be used to treat a stricture in the lungs during stent placement procedure performed on (B)(6) 2016. According to the complainant, this was to be used for rigid bronchoscopy. During the procedure, the physician began deploying the stent, but the stent could not be deployed any further. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications as a result to this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 18, 2016 that an ultraflex tracheobronchial stent was to be used to treat a stricture in the lungs during stent placement procedure performed on (B)(6) 2016. According to the complainant, this was to be used for rigid bronchoscopy. During the procedure, the physician began deploying the stent, but the stent could not be deployed any further. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications as a result to this event.